Event description:
It was reported that a pedigav (#fv286t) was implanted. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, no visible defects of the valves were determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in the horizontal but not in the vertical position. An accelerated outflow of paedigav could be determined. Internal inspection: after dismantling of the valve, deposits were found in the paedigav. Results: based on our investigation results, we can determine an accelerated outflow in the vertical position at the valve. The visible deposits in the valve have led to the change in flow rate. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. The examination of the return shipment is completed with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.